Event description:
Approximately 2-6 weeks after using the glove, pt developed symptoms of blisters and broken skin. They saw a dermatologist and were given medication (what medication is not known). The pt switched to a different glove and apparently is no longer having problems.